Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was exhibiting oversensing on the right ventricular channel resulting in inappropriate episodes and pacing inhibition. No inappropriate shocks were delivered. The oversensing could be reproduced during coughing and rapid respiration. The sensitivity of the device was reprogrammed in the right ventricle, which seemed to have resolved the oversensing. Additional information was received that the physician suspected a lead issue and plans to extract the three right ventricular leads and implant a new transvenous defibrillation lead. The atrial and left ventricular leads will remain implanted. It was later reported that this crt-d was exhibiting high defibrillation thresholds. How the physician was going to address the high defibrillation thresholds has not been reported.